Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 566 mg/dl. The customer was treated with shots in past 3 days and insulin pump therapy. Troubleshooting was done for high blood glucose and under delivery. Customer was using auto mode. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated that insulin exited at quick release. Customer stated that site was painful and irritated. Customer was forgot to fill the cannula dead space after removing introducer needle. Customer stated that insulin pump received auto mode maximum delivery alert. Customer was performed high pressure test and it was failed. Customer stated that experienced low blood glucose of 68 mg/dl. Troubleshooting was done for low blood glucose and over delivery. Customer was treated by suspended from insulin pump for low blood glucose. Customer stated that auto mode was not automatically delivering insulin at the time of low blood glucose event. Based on customer report customer does not allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).